Event description:
Related manufacturer report number: 2017865-2024-34938 it was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited oversensing due to noise. Both leads were replaced and made inactive on (B)(6) 2024. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: d6b should not have been populated as the lead was capped rather than explanted.